Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: review of the black box shows no valid loss of prime events. Investigators performed a pump rewind, load, and prime sequence with no loss of prime being duplicated. A 1.0u/hr basal program was programmed in the pump for a 24 hour duration period; no loss of primes were duplicated during this time period. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Removed pump cover and the solder connections are intact and force sensor pins seated. No evidence of contamination or cracked traces observed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration check showed that the pump is not detecting the correct force. This report is made based on results of investigation completed on (B)(4) 2013.